Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the error e433 was confirmed and traces it back to a faulty generator board as a transformer was damaged. Hence, the root cause was identified and the device did not meet its specifications nor functions, confirming the occurrence of the event. Hence, the root cause of the suggested event could not be identified and the device did not meet its specifications nor functions, confirming damage on the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The olympus representative reported (on behalf of the customer) that the high frequency unit "esg-400" " encountered error e433 (internal software or hardware error). The issue was found during preparation for use, and the therapeutic procedure (gynecological intrauterine resection) was completed with a similar device without delay. The patient was under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e433 was confirmed. Device evaluation found that e433 occurred due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.